Event description:
Second day post-uae developed serious rash entirely around the neck; within a few days rash developed on arms, thighs and knees. Duration of rash: 3 weeks. No appetite for 4 weeks post uae, resulting in significant fatigue and dizziness. One month post uae developed severe abdominal and lower back cramps; pain developed also in right buttock, right thigh, right lower leg -calf-; headaches. Hysterectomy two months post uae. Pain required control with oxycontin. Radiologist stated that two fibroids shrunk and one did not; demonstrated via MRI.